Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Patient reports that she was out with friends and her dash pdm battery was getting low and so she plugged it in to charge. After about an hour and a half of charging the patient checked the pdm and noticed that the charge only went up to 7%. She removed the pdm from the charger and tried another charging port in her vehicle and then at home. Patient reports that the charge would not go up and the battery got hot.